Manufacturer narrative:
The insulin pump passed displacement test and self-test. There was no display anomaly noted however minor bleeding on upper right hand corner noted during visual inspection. There was intermittent button response noted during testing due to flattened dome switch on the act button. The pump was received with minor scratched lcd window and cracked reservoir tube lip. There were no cracks noted.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call that the pump had a display anomaly, button/keypad anomaly, and damage. The blood glucose at the time of the incident was 16.0 mmol/l. The customer states the insulin pump bleed, from the upper right hand corner of the lcd screen. The act button is intermittently not working. There is a hairline crack in the upper lcd. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.